Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead pulled back. Parameters were stable on the ra lead and no intervention was required. The rv dislodged and was repositioned. Both leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076 implantable pacing lead (B)(6) 2013; addrl1 implantable pulse generator (B)(6) 2013. (B)(4).

Event description:
It was further reported that sensing thresholds in the rv lead had decreased compared to implant.